Event description:
Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited the dentist on the 13th of september, but were not able to obtain any additional info. Based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to caused other than the product, such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior. See scanned pages.